Event description:
After zero-balancing of the catheter, the displayed intracranial pressure value was ar0und 30mmhg. Two hours later, it rose up to about 40mmhg, and finally 80mmhg. The displayed icp value went down to around 10mmhg when the physician removed the catheter from the pt. There was no pt injury reported.